Event description:
The service company reported, "the caregiver observed that the ltv was not ventilating the patient. The low pressure led was flashing, but there were no audible alarms. The caregiver after some troubleshooting found faulty disposable patient circuits and replaced it with non-disposable circuits. Since not having an audible alarm for low pressure would be a risk to the patient a backup ventilator was used."